Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. The diameter at the proximal neck was noted as 23.1 mm with a 30 degree angulation. It was reported that the patient presented with abdominal pain on an unknown date. The physician reviewed previous follow up CT's which had revealed aneurysm expansion to 96 mm and a possible endoleak. It was noted that the patient had previously refused intervention. A CT was performed at this time which confirmed the patency of the ima (inferior mesenteric artery) but did not identify the location of the endoleak. Angiogram was performed and a type ia endoleak was observed on the greater curvature side. Intervention was performed and an endurant 28 mm cuff was implanted. CT completed post the intervention revealed that the endoleak has not resolved. As there was a connection to the ima (inferior mesenteric artery), the physician suspected that the endoleak could be type ii but commented that there still remains a possibility that it could be the flow of a minor type ia endoleak. The patient¿s abdominal pain has subsided. The physician commented that the device implanted at the index procedure was possibly undersized and the type ia endoleak was caused as the neck diameter increased due to a type ii endoleak. The relationship of the type ii endoleak and the device cannot be ruled out. No additional clinical sequelae were reported and the patient will be monitored.